Event description:
It was reported that during an laparpscopie assisted supracervical hysterectomy procedure, the blade was broken. It was able to be removed. No further info is available. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4).